Event description:
An attempt was made to use one resolute onyx coronary drug-eluting stent to treat a non-tortuous, moderately calcified lesion in the proximal right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered during delivery. Excessive force was not used during the delivery. It was reported that stent dislodgement occurred during delivery to/at lesion. It was detailed that the stent was delivered to the artery using a non-medtronic guide extension catheter with no issues. When the stent was to be deployed, it was noticed that there was backflow. The stent balloon was burst which caused the stent to dislodge within the artery. Different techniques were attempted to remove the stent however, this was unsuccessful. The stent was deployed at the proximal outside of the lesion area. The procedure was completed using a non-medtronic device to treat the lesion. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: when the stent was to be deployed, it was noticed that there was backflow of contrast. The stent balloon was burst on the first inflation which caused the stent to dislodge within the artery. The device was moved or repositioned in the lesion while inflated. Different techniques using smaller non medtronic balloons were attempted to be used to remove the stent. The stent was deployed proximally outside of the lesion area. A non medtronic balloon was used to deploy the dislodged stent and treat the lesion, with no issues noted. There was no injury to the patient as a result of the balloon burst. The patient is currently doing ok and post pci follow up is planned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.